Event description:
It was reported that the patient had an inflammatory mass at an unknown location. As a result of this event hospitalization and explant were required. An MRI (magnetic resonance imaging) was done on an unknown date, but the results were not provided. The patient was reported to be alive, but with injury. The injury was clarified to be paralysis at t12 and below. The patient also had symptoms of pain located on the catheter track. The type of drug delivered by the device was not known. The patient¿s outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).